Event description:
It was reported to covidien in 2009, that a customer had an issue with a blood collection syringe. Customer reports needle detached after use and remained in pt's arm. No medical intervention required.

Manufacturer narrative:
Submit date: 01/23/2009. An investigation is currently underway, upon completion the results will be forwarded.